Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer stated that the tubing "broke" separated at the distal male luer "broke like this the other day."